Event description:
Rn's have experienced difficulty in the past 24 hours with flushing and withdrawing blood from the red lumen of patient's 2.6fr PICC catheter. Pt now complaining of pain at insertion site when attempts at flushing the red lumen occur. Bedside rn notified attending md and red lumen to no longer be used at this time. Ivt consulted. Ir consult placed and plan for patient to get line re-wired/replaced tomorrow morning.